Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer steerable delivery sheath. During procedure, it was noted that there was difficulty implanting the device due to difficult patient anatomy. There were three partial recaptures of the device. During the procedure, the device was completely retracted into the delivery system once, and the delivery system was not exchanged. The physician was aware of the instructions for use (IFU) warning of fully retracting the device without changing the sheath. The patient's activated clotting time (act) levels during procedure were unknown. The patient presented 23 days post procedure with chest pain and neck pain. The patient was noted to have a delayed pericardial effusion. The pericardial effusion was noted to be circumferential. The patient received two pericardial taps, on (B)(6) 2022 and on (B)(6) 2022. The pericardial effusion did not lead to cardiac tamponade. The patient status was reported as stable. The patient was monitored for one week in the hospital after the pericardial taps were performed, and the patient was then discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However three images from a transesophageal echocardiogram were received from the field appearing to show the device during the unsuccessful attempts to position it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, arten600142796 rev c " if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction".